Event description:
Patient claim received. Patient was revised due to a dislocation, and her surgeon told her he found all kinds of damage due to the metal on metal and had to cut away a lot of bone.

Manufacturer narrative:
Patient claim received. Patient was revised due to a dislocation, and her surgeon told her he found all kinds of damage due to the metal on metal and had to cut away a lot of bone. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.